Manufacturer narrative:
It was reported that the spo2 value will work for about five minutes and then it will turn off and will not display a value. No consequence or impact to the patient was reported. The concomitant product has been returned to nihon kohden; however, evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
It was reported that the spo2 value will work for about five minutes and then it will turn off and will not display a value. No consequence or impact to the patient.

Event description:
It was reported that the spo2 value will work for about five minutes and then it will turn off and will not display a value. No consequence or impact to the patient.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6)2018 that the spo2 is intermittently working on this module. Service requested: the unit was sent to nk for repair/evaluation service provided: the unit ay-653p/sn:(B)(6) was cleaned and evaluated. The reported problem "the spo2 not working" was duplicated. Rc replaced l1sr (nell1sr-3 module kit into the unit to resolve the issue( under warranty). The malfunctioning parts were received and replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result: the device warranty began 10/17/15, which is over 3 years at the time of reported issue. A review of ay-653p-qm; sn: (B)(6) and mu-631ra;sn:(B)(6) history found no previously reported issues or nka physical servicing of the unit. There was a failure of the nell1sr-3 module kit.the failure of the module kit was not determined. The issue was resolved by replacing the nell1sr-3 module kit. Similar tickets using "ay-653p-qm spo2 intermittent" gave the following result: (B)(4)-nibp has intermittent issues; root cause: unknown, the issue could not be duplicated (B)(4)- nibp has intermittent issue; root cause: unknown, the issue could not be duplicated (B)(4)- intermittent spo2; root cause: unknown (B)(4)- intermittent spo2 failure; root cause: physical abuse (B)(4)- intermittent spo2 issues; root cause: pending investigation based on the device service history and similar tickets search query, no adverse trend is suspected with this device. The ay-653p-qm is used with the bsm-6000. Bsm-6000 series service manual outlines the troubleshooting steps, possible causes of failure and appropriate action to take. Additionally, the manual advises the customer to perform periodic maintenance checks of the system. The maintenance report of the customer is not available. The root cause of the issue could not be determined. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects. Corrected information: f9. Approximate age of device: incorrectly calcuated d11. Concomitant medical products: the ay-653p/sn:(B)(6) was used in conjunction with the bedside monitor. Model: ay-653p serial #: ay-653p/sn:(B)(6) UDI #: (B)(4) d8. Is this a single-use device that was reprocessed and reused on a patient? No d10. Ay unit used in this incident was returned on: 12/14/2018 d11. The ay unit was used in conjunction with the bedside monitor f9. Approximate age of device for ay unit: 48 months h4. Device manufacturer for ay unit: 11/05/2014 h5. Labeled for single use? No h8. Usuage of device: reuse